Event description:
It was reported that the edi catheter was removed from the patient after 6 days of use. On its removal it was observed that the edi catheter had split. There was no patient harm. (B)(4).

Manufacturer narrative:
The part has been requested back for investigation. A supplemental medwatch report will be submitted when it has been completed. (B)(4).